Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since this medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged inaccuracy began during (B)(6) of 2011 (specific date not recalled). It is not known what result the patient obtained with the subject meter that she felt was inaccurately high. The patient informed the cca that she manages her diabetes with oral medication. Despite the alleged inaccurate high reading the patient denied making any changes to her usual diabetes management regimen. However, 2 hours after obtaining an alleged inaccurate reading with the subject meter, the patient stated she felt sweaty and dizzy. In response to the symptoms, the patient reported she treated herself with glucose tablets and/or glucose gel. On the afternoon of (B)(6) 2011, the patient claimed she obtained blood glucose readings of "150 mg/dl" with the subject meter and "123 mg/dl" on hcp's meter, performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30%. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after obtaining an alleged inaccurate high result with the subject meter.